Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. No surgical intervention has occurred. The investigation remains open at this time. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, information was received to boston scientific indicating that the rv lead in association with this ICD continued to exhibit intermittently out-of-range impedance. In office follow-up, it was confirmed that the noise also evident was most likely normal muscle noise, appearing only on the shock channel. The boston scientific local area sales representative confirmed that no asystole had occurred and no therapy was given as a result of the noise oversensing. The noise could not be reproduced, but impedances did vary from 400 ohms to 1200 ohms and inbetween. Impedances did not ever exceed 2,000 ohms with the isometrics, but had previously occasionally spiked at 2,000 ohms or greater. Both the lead and this associated medical device remain actively in service.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) did exhibit out-of-range pace impedance measurement, resulting in appropriate latitude red alert. There were no adverse patient effects associated with this clinical observation.